Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a lobectomy, an error 5 occurred soon and the blade was broken off when a scrub nurse reset the device outside the patient. Tno pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.